Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 08/31/2020, information was received from an healthcare professional (hcp), regarding a patient receiving an unknown drug via an implantable pump for intractable spasticity and other spasticity. It was reported the patient's pump battery failed. It was replaced on (B)(6) 2015.